Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "the root lengths of the teeth may be shortened (root resorption) during orthodontic treatment causing a threat to longevity of the teeth". A potential root cause was not provided. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (serious injury) and the invisalign product was being used.

Event description:
The patient reported symptoms of bleeding gums and extraction of tooth #2. The patient reported requiring visiting the dental office to have tooth #2 extracted and reported being prescribed antibiotics to alleviate the reported symptoms. It is unknown if the patient continued to wear the aligners or retainers, or if the condition has improved.